Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, primo-implantation of the kora 250 dr with two leads from competitor in 2019. Since several years, presence of noise which inhibiting the ventricular pacing (brief episodes) on the pacing dependent patient. No symptoms have been recorded. The physician decided to replace the pacemaker and perfom tests on the leads. Before the reintervention no anomaly was seen on the leads measurements provided by the subject pacemaker (unipolar and bipolar). During the reintervention, no specific issue was seen on the pacemaker (no infiltration and no blood residue). Measurements have been performed with the psa and neither atrial lead impedance was provided nor atrial threshold in bipolar. In unipolar, a high atrial lead impedance was measured (975 ohms). It was difficult to reproduce the noise with the psa since there were artefacts after each move. An alizea dr 1600 has been implanted, lead measurements have been performed and no anomaly has been noticed (bipolar).

Manufacturer narrative:
The preliminary expertise did not reveal any issue on the device. Deeper investigation is in progress.

Event description:
Reportedly, primo-implantation of the kora 250 dr with two leads from competitor in 2019. Since several years, presence of noise which inhibiting the ventricular pacing (brief episodes) on the pacing dependent patient. No symptoms have been recorded. The physician decided to replace the pacemaker and perform tests on the leads. Before the reintervention no anomaly was seen on the leads measurements provided by the subject pacemaker (unipolar and bipolar). During the reintervention, no specific issue was seen on the pacemaker (no infiltration and no blood residue). Measurements have been performed with the psa and neither atrial lead impedance was provided nor atrial threshold in bipolar. In unipolar, a high atrial lead impedance was measured (975 ohms). It was difficult to reproduce the noise with the psa since there were artefacts after each move. An alizea dr 1600 has been implanted, lead measurements have been performed and no anomaly has been noticed (bipolar).